Event description:
Reportedly, the surgeon closed the instrument and it popped open. The surgeon squeezed again but she did not feel any resistance. The surgeon transected and removed the instrument. When the surgeon inserted the eea she noticed that no staples were fired from the pi instrument. An ileostomy was performed. The instrument was then fired in the air and the staples came out.